Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was provided. A review of complaint trends reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
A (B)(6) ab result was reported with a fingerstick whole blood sample on the alere determine¿ hiv-1/2 ag/ab combo test . There is insufficient information to determine if a malfunction occurred. The patient's treatment and patient outcome were unknown. The lot number is also unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).